Event description:
It was reported that an acdf procedure was performed in dubai on (B)(6)2020, utilizing the vault c acdf system. The surgeon was using the angled drill (37-hp-0410) to prepare the hole for screw insertion when the tip of the drill was broken inside the vertbral body, the surgeon removed the broken tip using the forceps. Although the angle was difficult to reach, the straight drill from the set was used to complete the procedure. There was a delay to the procedure of 60 minutes.

Manufacturer narrative:
H3 device evaluation - engineering performed a visual inspection of the complaint product. The drill tip of the angled drill is completely fractured. The device history record, confirms that the 4 piece lot had been inspected and conform to drawing specifications. It is noted in this complaint that the drill tip of this angled drill was bent prior to use. The cause for the fracture is unknown but may be due to combined torsional and bending moment loading conditions experienced during this procedure or prior high loading conditions that may have results in cracks and manifested itself in this failure. However, this cannot be confirmed and therefore, a root cause could not be determined. Review of device history records found four (4) pieces of lot 0057it were released for distribution on 11/13/2013 with no deviation or anomalies. Complaint history review back to the date of manufacture (11/3/2013) found this to be the only report of this nature for the reported part number.

Manufacturer narrative:
Patient information - unknown. Occupation - other, distributor. Device evaluation - although information provided indicates that the product will be returned for evaluation, to date it has not been received. Upon receipt and completion of evaluation, a follow up report will be filed.

Event description:
It was reported that an acdf procedure was performed in (B)(6) on (B)(6) 2020, utilizing the vault c acdf system. The surgeon was using the angled drill (37-hp-0410) to prepare the hole for screw insertion when the tip of the drill was broken inside the vertebral body, the surgeon removed the broken tip using the forceps. Although the angle was difficult to reach, the straight drill from the set was used to complete the procedure. There was a delay to the procedure of 60 minutes.